Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a application failure. A technical support specialist found that the cubex application had frozen due to attempting multiple tasks simultaneously. The specialist reset the application, which restored functionality and allowed the customer to log back in successfully. Multiple tasks simultaneously. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device application became frozen. The screen was unresponsive, and nurses were unable to exit the application or interact with the aio touchscreen to perform any actions. There were no delay or adverse events or injuries reported based on this event.